Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information received indicated the scs implantable pulse generator (ipg) migrated. To address this the patient underwent a revision procedure in where the ipg was explanted. The current location of the device remains unknown. No additional adverse effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information received indicated the scs implantable pulse generator (ipg) migrated, causing inadequate stimulation. To address this the patient underwent a revision procedure in where the ipg was explanted. The current location of the device remains unknown. No additional adverse effects were reported.